Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and urinary tract disorder ('urinary problems') in an adult female patient who had essure (batch no. 835436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary urgency, dysmenorrhea, nausea, vomiting, flank pain, low back pain, fatigue, malaise and myomectomy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (uterosacral colpopexy and vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, urinary tract disorder, allergy to metals and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure procedure performed without difficulty diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: negative. Lot number: 835436, manufacturing date: 2011-02, expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and urinary tract disorder ('urinary problems') in an adult female patient who had essure (batch no. 835436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary urgency, dysmenorrhea, nausea, vomiting, flank pain, low back pain, fatigue, malaise and myomectomy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (uterosacral colpopexy and vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, urinary tract disorder, allergy to metals and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure procedure performed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine on (B)(6) 2011: negative. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.